Event description:
It was reported the patient received the following results within 15 minutes: hi (= higher than the measurement range of the meter) (system 1), 205 mg/dl (system 1) and 187 mg/dl (system 2).